Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2011 and (B)(4) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4). This report was mailed to FDA on: 05/18/2011. (B)(4).

Event description:
A user facility reported an intraocular lens was removed. Pt impact remains unk. Additional info has been requested.